Manufacturer narrative:
Additional information d9, g3, h6. The device was returned and evaluated. The evaluation revealed the lens to be cut in half and both haptics were intact. Based on all available information, the root cause of this event could not be determined.

Event description:
A surgery center reported that a patient had two iol¿s explanted due to maladaptation to multifocal intraocular lens (iol). A lal+ iol from a different manufacturer was implanted. This report is for iol 1 of 2.

Manufacturer narrative:
Although requested, device was not returned for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn